Manufacturer narrative:
(B)(4).

Event description:
It was reported that during discharge procedure the right ventricular lead was noted to have dislodged. The patient experience dizziness. The lead was revised successfully and the patient was doing well.